Event description:
It was reported that a critical alarm was heard and confirmed by telemetry. The alarm was due to zero reservoir volume reached, as the pump was now out of medications. The pump had been alarming for 2 months. The patient did not want to hear any more pump alarms. The health care provider (hcp) authorized for the device to be permanently turned off. The drug delivered via the device system was morphine. There was additional information reported regarding volume discrepancies that was not relevant to this event and therefore was omitted.

Manufacturer narrative:
Concomitant medical products: product ID: 8709, lot# j11142r22, implanted: (B)(6) 2002, product type: catheter. (B)(4).